Manufacturer narrative:
Device codes 3024 and 2284 relate to component code 419. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon tear occurred. During preparation of a 5.0 x 40, 75cm mustang¿ balloon catheter, when the packet was opened, it was noted that the balloon looked like someone had taken a pair of scissors to it and was shaped a bit like a funnel. Furthermore, an excess plastic was seen slightly at the end of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the shaft, with a severe kink 45mm distal of the manifold. Slight damage was observed on the tip. This type of damage is consistent with excessive force being applied to the delivery system when being handled during preparation. The balloon protector was removed from the device and was not returned for analysis. The balloon was tightly folded. The balloon was visually inspected and no tears or damage was observed. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon tear occurred. During preparation of a 5.0 x 40, 75cm mustang¿ balloon catheter, when the packet was opened, it was noted that the balloon looked like someone had taken a pair of scissors to it and was shaped a bit like a funnel. Furthermore, an excess plastic was seen slightly at the end of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.